Manufacturer narrative:
Arthrofibrosis was reported for pt with a total knee implant. Surgery is scheduled to resolve the fibrosis and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specifications.

Event description:
Arthrofibrosis was reported for pt with a total knee implant. Surgery is scheduled to resolve the fibrosis and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.